Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 27-jun-2029, UDI#: (B)(4); product ID: 97 7a260, serial/lot #: (B)(6), ubd: 07-aug-2029, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient was only replaced with 1 new lead, they only could get 1 lead in. The rep later noted that when replacing the leads, the md could only get one lead in due to the difficulty in placing the second lead due to presumably scar tissue in the space from initial placement. They opened 2 leads, however only 1 was used. The manufacturer representative (rep) indicated they would send any further information as they become aware.  Additional information was received from the manufacturer representative (rep). It was reported that it was unknown which lead was implanted unfortunately they were both used then taken out and moved around.